Event description:
(B)(4) MDR - boston scientific received info that one day post implant, this right ventricular lead exhibited no capture and no sensing with high thresholds. A chest x-ray was performed and revealed that the lead had dislodged. The pt's underlying rhythm was first degree av block with transitions to complete the first block. A revision procedure was performed. The lead was successfully repositioned with normal measurements. No add'l adverse pt effects reported. The right ventricular lead remains implanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.